Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid drainage and abdominal pain. Two days after the onset of peritonitis, the patient was hospitalized. The same day as hospitalization, the patient received unknown treatment. The cause of the peritonitis was unknown. Dianeal and extraneal therapies were ongoing. The patient was discharged fourteen days after admission. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 4 of 4 involved in this peritonitis event.